Event description:
Additional information received from the hcp reported the cause of the event was an equipment malfunction. The button would not engage the program. The patient symptom associated with the event was an enlarged prostate. The patient did not require hospitalization, and it was reported that there was no patient injury.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that during the procedure, the hand piece displayed error code 14, indicating the hand piece needed to be replaced. The connection was taken out, and the device was started and restarted. The physician was able to do some lesions during the procedure, but not as many as he wanted to do. The procedure was not completed with a different device. It was indicated that there was no patient injury; however, it was also noted the patient recovered with sequela.

Manufacturer narrative:
Analysis of the prostiva handpiece lot 23372 found no anomaly.

Manufacturer narrative:
.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.